Event description:
Patient was hospitalized for erratic blood sugars. Patient reports that their blood sugars were ranging from 30-600. Patient believes the erratic blood sugars started after switching to suspect device. Device not returned for evaluation.